Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure of ¿broken cable¿. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Received medwatch form 3900320000-2019-8002. Isi followed up with the initial reporter from the medwatch and obtained the following information: the reporter confirmed that there was no new or additional information related to the event.

Event description:
Refer to additional for follow-up information.